Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a possible broken sensor wire on (B)(6) 2015. Upon removal of the sensor pod, the patient noticed a portion of the wire attached to the sensor pod. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).